Manufacturer narrative:
The impella device was received and an investigation is underway into the reported issue. A supplemental MDR will be filed at the conclusion of our analysis.

Event description:
The complainant reported a 67 year old female patient presenting for impella support. During support, the artery was found occluded under angiogram. The pump was removed in response.

Manufacturer narrative:
The pump was returned and an investigation was conducted. Visual inspection of the device found no abnormalities observed. We feel the root cause of the ischemia was related to the patient's condition.

Event description:
It was also reported the patient experienced pump stop during support. Several attempts to restart the device occurred which were unsuccessful. The power cable was removed from aic and plugged back in and the pump was eventually restarted with suction alarms and placement signal low alarms. The device position was confirmed; however, the decision was made to remove the pump.

Manufacturer narrative:
Additional information for the initial MFR was provided in sections b1, b5, d6a, d6b and h6. The impella device was returned for evaluation. Upon visual inspection, no abnormalities were observed. The cause of the pump stop was use related since the pump stop was unable to be reproduced and resolved by unplugging and plugging cable back in. The cause of the optical signal issue was most likely patient condition related since the issue did not persist and was unable to be reproduced. The cause of the ischemia was most likely patient condition related. As noted in the impella IFU: impella cp with smartassist system (pump stop) section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ limb ischemia section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.